Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information;, however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as applicable.

Manufacturer narrative:
The customer reported that the unit was not in use on patient.

Event description:
The customer reported check vent alarm - battery failed. The customer contacted product support and customer wants to know if the battery carries a warranty. Product support advised that the battery carries a 1-year warranty. Discussed checking operation of the power management (pm) pcba per the 1124 code logged. The customer reported that the unit was not in use on patient.